Event description:
Further follow-up revealed that the pt is no longer experiencing shortness of breath. Neurologist does not believe that the vns therapy was related to the patient's shortness of breath. The concomitant device was returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported events. The bipolar lead wasnot returned to manufacturer for analysis.

Event description:
Reporter indicated that a lead break was identified during vns therapy system replacement surgery. Prior to the surgery, the pt reported no longer being able to feel device stimulation, feeling a shocking sensation in the area of the device, and experiencing severe shortness of breath. Stimulation was discontinued prior to the replacement surgery due to the shortness of breath. It was reported that the pt experienced a seizure approx six weeks prior to replacement surgery, after he experienced pain in his left shoulder and began feeling the shock sensations. Device diagnostic testing performed prior to vns therapy system replacement was within normal limits, indicating proper device function. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system.